Event description:
Customer was hospitalized due to low blood glucose. Customer is a cancer patient. The blood glucose reading at the time of the event was below 15 mg/dl. Customer stated that he pulled out the reservoir after noticing that he was getting insulin too fast. Customer stated that it was his mistake. Customer's wife came home and he was passed out in his office chair. The paramedics were called. The paramedics tried to give him glucose. Customer was transported to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.